Event description:
It was reported that the device was displaying the ventricular pacing lead impedance to be greater than 9999 ohms. The device was explanted and replaced and subsequently, the lead impedance measurement was within normal range. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.